Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The horizon small clip applier instrument was received for failure analysis. The reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips from a horizon small clip applier instrument would loosen and fall off when gripped. The instrument's jaws/grips were not damaged. The instrument's grips were reportedly weak and would not hold the clips. The clips were retrieved by the assistant nurse with the camera. No additional surgical procedures, such as laparoscopy or open surgery, were necessary for removal, and no post-operative imaging such as an x-ray or ultrasound were conducted to check for remaining fragments. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The horizon small clip applier instrument has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.